Event description:
It was reported to philips that the system monitor displayed a blue screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system monitor displayed a blue screen. Upon troubleshooting, the fse found the issue was caused by a defect in the system software, which needed to be reinstalled. To resolve the issue, the fse reinstalled the host pc software and performed a calibration test. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.